Manufacturer narrative:
The company microstent was not received at the manufacturing site and is not available for evaluation. A review of the device history record of the reported lot number indicates that the reported product met the specifications, and there were no unusual findings. No device issues were reported. Company microstent was not returned for evaluation; thus, the cause of the reported pain cannot be evaluated. The root cause of the reported clinical issue is unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an implantation of hydrus stent, the patient had severe pain on post operation day 2. As per the surgeon hydrus looked to be in perfect position, not going posterior, all windows visible. The stent removed at patient request in secondary procedure. Also stated that, the patient had lots of inflammation and fibrin that has resolved. The explanted stent was cultured it and no bacteria found. Additional information received form the treating surgeon and stated that, patient had pod1 (post operation day 1) vision 20/25, iop (intraocular pressure) 21, clear cornea, and 2+ cell - started on steroids and antibiotics. Post operation week 1 (pow1) with mild discomfort and surgeon attributed to ocular surface dryness. Visual acuity va (20/40), iop 18, 1+ cell. Artificial tears were added for comfort but patient severe pain in right eye. The patient could barely open eye, moaning, and exquisitely sensitive to me even opening her eyelid. The surgeon brought her up to clinic and was able to get va 20/40, iop 10, 1+ cell, no abrasion, persistent peks (punctate epithelial keratitis or keratopathy), 1+ diffuse injection. Pain did not improve with anesthetics, and pain was dramatically out of proportion to my exam. The patient also said that whenever she moved the eye, she felt an ache in the corner and it was very light sensitive. The physician was unable to perform gonioscopy due to severe sensitivity. Decision was made for eua (exam under anesthesia) od immediately. In the operating room, she remained uncomfortable with IV pain medication and intracameral/topical anesthesia. The eye was still reassuring without evidence of endophthalmitis. On gonioscopy, the hydrus was in perfect nasal position and all three windows were visible and not too deep, there was no posterior migration, and the proximal tip was not rubbing the iris. The physician explained this to the patient but she wanted to explant the device and surgeon explanted the deice in a secondary procedure. Culture swabs of the hydrus were sent to the lab with no growth. The iris was noted to be slightly floppy intraoperatively and miotics was given at the end of the case in addition to intracameral antibiotics. Upon explant day 1, patients pain was much better (only 3/10) and exam with va 20/60, iop 08, mild fibrin and 2-3+ mixed cell. Steroid was increased to q2hr while awake. Post operation week 1, the pain was still better, but with persistent photophobia and blurry vision. Exam with va 20/30, iop 10, mild fibrin, 2+ flare, tr cell, and dre (diabetic retinal exam) was normal. On pow2, her pain was still improved, va 20/30, iop 17, 1+ cell, and the flare/fibrin was resolved. As per the recent visit, the patients vision was 20/25, iop 13, gonio without pas (peripheral anterior synechiae ), 1+ pigment in ac (anterior chamber) (no cell) and pigment flecks on the anterior iol. Oct (optical coherence tomography) macula was normal. Artificial tears were again emphasized for corneal surface/photophobia/blurry vision.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).